Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 49-89 mg/dl, with low bg being due to needing settings adjustments. Low bg was addressed by manually suspending insulin delivery. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Reportedly, customer continued using pump for insulin therapy.